Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. As the device was discarded on site and no images were made available, no further investigations can be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment in the upper arm with a gore® acuseal vascular graft on (B)(6) 2020. It was stated that the artery looked fine for the procedure in the pre-operative scan. The venous anastomosis was completed in the basilic vein approximately 3cm in length as well as the arterial anastomosis was completed in the brachial artery distal. It was reported that the artery looked smaller during procedure and it was decided to redo the initial arterial anastomosis. During procedure heparin was administered to the patient and the blood pressure seemed to be normal. The doppler method confirmed flow and the patient showed no swelling, however hand appeared cool post-operative. It was stated that the next day in the morning the patient showed symptoms of cold and numbness in the hand, but no steal syndrome. A venous duplex scan in the vascular lab revealed that the graft did not look patent. The imaging was difficult, however no flow shown in the sections in the upper arm, the graft appeared occluded. Imaging of a short section of the brachial artery showed patency. It was reported that in the forearm it was not possible to image flow in the radial or ulnar arteries - both appeared very small in caliber with high calcified plaque noted. At 2 pm patient was brought back to theatre and the graft was explanted. The physician opened the graft after removal and a thrombus was found at the anastomosis on the arterial end of the graft which was blocking flow to the hand. The patient had a permanent catheter on the right before the procedure and now subsequently has received this in place again.